Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 230 mg/dl at the time of the call. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents. No damage was noted on the liquid crystal display isolation tape. The insulin pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.